Manufacturer narrative:
The initial report was received on (B)(4) 2013 and found to be lacking information to make a MDR determination. On (B)(4) 2013, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. The device was returned to the manufacturer for analysis and showed signs of physical damage. The clamp face was slightly bent to one side, but not enough to affect normal movement. The adjustment screw threads had some minor nicks, but again, not enough to affect normal travel. The screw travel was found to be somewhat tight at first, but loosened up with further use. There may have been some debris in the threads, but there was no debris found during testing and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that he noticed a spine clamp was slightly twisted and he was not able to tighten them fully. He stated that the surgeon was still able to use them for the case. There was no reported impact to the patient.